Event description:
Per complaint form: a (B)(6) male underwent evar on (B)(6) 2013. The pt had mild iliac occlusive disease left and right. No tortuosity on either side and mild calcification on both sides. The physician placed a flex main body and two iliac leg grafts with spiral z technology. There was no evidence of external compression or thrombus at the conclusion of the procedure. However, there was external compression and thrombus noted in the right iliac leg at the one month visit. No additional info has been provided by the reporter as of (B)(6) 2013. The device remained implanted.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Pt and device codes: occlusions are labeled in the IFU. Mfg date: unk as lot is unk. Event eval: still under investigation.